Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level above 400 (mg/dl). Pump therapy was suspended and manual injections were delivered to address bg levels. Reportedly, the customer obtained the pump as a donation from a health care provider; therefore, pump use will be suspended.